Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during regular inspection, the mute button was not displayed on the screen while an alarm occurred. The hospital medical examiner (me) contacted the sales representative, and the sales representative arrived at the hospital, confirmed the issue, and replaced the device with the same model. There was no patient involvement at the time the issue was discovered, and there was no reported delay in therapy. No patient or user harm was reported. The customer called technical support to report that during regular inspection, the mute button was not displayed on the screen while an alarm occurred. The investigation is ongoing.

Manufacturer narrative:
H11: the customer called technical support to report that during regular inspection, the mute button was not displayed on the screen while an alarm occurred. The manufacturer's product support engineer (pse) evaluated the device at the repair center, confirmed that a 1105 "alarm led failed" alarm error occurred, and verified that the 1105 error code was logged in the event log. The pse replaced the power switch overlay, and the reported issue was resolved. The pse informed that since the 1105 "alarm led failed" is an alarm error that cannot be silenced, "alarm silence" is not displayed, and "no alarms can be silenced" is displayed. The pse also noted that when "alarm reset" is touched, the high-level alarm changes to a low-level alarm, and "no alarms can be reset" is displayed. Based on this information, the alarm led failed issue does not meet the reportability criteria and was reported in error.